Event description:
All devices were received without clinical complaint, subsequently tested out of specification during manufacturer's analysis.

Event description:
All devices were received without clinical complaint and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported. Further review of the device memory reports indicate the device was functioning at the time of explant.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. The device is part of the advisory for this model. Evaluation summary: outer insulation breached depression; partial lead in segments returned. Preliminary analysis revealed a no output condition. Additional testing revealed this was due to lifted hybrid bond wires. Further review of the device memory reports indicate the device was functioning as intended at the time of explant. The lifted bond wires occurred either during or after the explant procedure. Therefore, the final analysis results indicate the device had no anomalies. Other: devices were received without clinical complaint and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported. Further review of the device memory reports indicate the device was functioning at the time of explant. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Unknown (for use when the device problem is not known).